Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 430 mg/dl while wearing the pod longer than 48 hours on the arm. Symptoms reported include high ketones. The pod was removed at the hospital and patient was treated with an insulin drip; bg levels were also constantly monitored. The patient was released after spending 3 days in the hospital. The pod was discarded by patient.